Event description:
It was reported that the patient stimulator was starting to turn in pocket and cause some discomfort. The nurse practitioner called to discuss the patient's impedance values. While on the call the healthcare provider mentioned the patient said the battery was starting to turn in the pocket and cause some discomfort. It was noted that the patient was on the heavy side and this sometimes happens. The patient said they noticed it in the last week. Reviewed impedances and everything seems okay. It was reviewed that c-2 was a "yellow flag" (slight concern) but because it was not used for therapy it was not really a concern. The caller said the patient was getting good relief and does not want any programming changes. The programs was noted as c0 650, c1 518, c2 1004, c3 577, 0-1 1004, 0-2 1037, 0-3 1037, 1-2 1044, 1-3 1004, 2-3 1004. The patient setting: manufacture configuration 7, 2-3- positive 0.

Manufacturer narrative:
(B)(4)

Event description:
Additional information indicated that they are going to do a pocket revision on (B)(6) 2014. It was noted that she was a little heavyset and was having some pain at the pocket site. It was indicated that the plan was to move the pocket lateral to the current location and to turn the device off and see if the pain in the patient's leg resolves. If the pain goes away, they will need to revise the entire unit.

Event description:
It was reported that the patient stimulator was starting to turn in pocket and cause some discomfort. The nurse practitioner called to discuss the patient¿s impedance values. While on the call the healthcare provider mentioned the patient said the battery was starting to turn in the pocket and cause some discomfort. It was noted that the patient was on the heavy side and this sometimes happens. The patient said they noticed it in the last week. Reviewed impedances and everything seems okay. It was mentioned that c-2 was a ¿yellow flag¿ (slight concern) but because it was not used for therapy it was not really a concern. The caller said the patient was getting good relief and does not want any programming changes. The programs was noted as c0 650, c1 518, c2 1004, c3 577, 0-1 1004, 0-2 1037, 0-3 1037, 1-2 1044, 1-3 1004, 2-3 1004. The patient setting: manufacture configuration 7, 2-3- positive 0.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03xgg, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).